Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy note in insertion date: (B)(6) 2013 (discrepancy noted from legal complaint) and previously reported insertion date was (B)(6) 2013. No. Of coils: right 3, left 2. Lot number: b34593. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, lot number added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy note in insertion date: (B)(6) 2013 (discrepancy noted from legal complaint) and previously reported insertion date was (B)(6) 2013. Insertion details: number of coils: right 3, left 2. Lot number: b34593, manufacturing date: 2013-05, expiration date:2016-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure segments that were found fractured') and device dislocation ('migration') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral proximal partial salpingectomy with in situ essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy note in insertion date: (B)(6) 2013 (discrepancy noted from legal complaint) and previously reported insertion date was (B)(6) 2013. Insertion details: number of coils: right 3, left 2. Lot number: b34593, manufacturing date: 2013-05, expiration date: 2016-05. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 20-oct-2021: medical record received. Reporter information, essure removal details added. Action taken with drug updated. Event: essure segments that were found fractured added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure segments that were found fractured') and device dislocation ('migration') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral proximal partial salpingectomy with in situ essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy note in insertion date: (B)(6) 2013 (discrepancy noted from legal complaint) and previously reported insertion date was (B)(6) 2013. Insertion details: number of coils: right 3, left 2. Lot number: b34593. Manufacturing date: 2013-05. Expiration date:2016-05. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available . Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure segments that were found fractured") and device dislocation ("migration") in an adult female patient who had essure inserted (lot no. B34593) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("plaintiff did not undergo essure confirmation test"). The patient had a medical history of uterine fibroid (right side) in 2021. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral proximal partial salpingectomy with in situ essure removal). At the time of the report, the outcomes for device breakage, device dislocation, pelvic pain and abdominal pain were unknown. The reporter considered abdominal pain, device breakage, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: discrepancy note in insertion date: (B)(6) 2013 (discrepancy noted from legal complaint) and previously reported insertion date was (B)(6) 2013. Insertion details: number of coils: right 3, left 2. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] (date unknown): history: essure check comparison: none findings: the uterus size is within normal limits and measures 9.6 x 1.7 x s.a cm. There is a 2.4 cm right-sided intramural fibroid. The endometrial stripe measures 17 mm. The left ovary contains a 3.2 x 3.1 x 3.0 cm complex cyst or adenoma. There is artifact seen from a short device is near the junction of the fallopian tubes and uterine cornua but exact position of the short device is cannot be evaluated with ultrasound. The right ovary measures 2. 7 x 2.6 x 1.3 cm. The left ovary measures 4.2 x 4.0 x 3.3 cm. Spectra/ doppler imaging demonstrates normal venous blood flow to the ovaries. Impression: 1. Bilateral ge short device artifact is seen in the deep location in positioning of these devices cannot be evaluated with ultrasound and can only be accurately evaluated by hysterosalpingogram. 2. Right sided uterine fibroid. 3, left-sided ovarian complex cyst or endometrioma lot number: b34593 manufacturing date: 2013-05 expiration date:2016-05 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 31-oct-2023: case (B)(4) found to be duplicate of this case. All source document , references from case (B)(4) were transferred to this case."legacy device report number of deletion case - 2951250-2023-01056". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy note in insertion date: (B)(6) 2013 (discrepancy noted from legal complaint) and previously reported insertion date was (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: migration, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), plaintiff did not undergo essure confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.